Manufacturer narrative:
A review of the device history record for the evercross could not be conducted because no lot number was provided.

Event description:
The evercross balloon burst during post-dilation of a stent. The catheter was retrieved from the pt, but the distal 8 cm of the balloon material remained in the left external iliac. A covered stent was deployed to take care of the remaining portion of the balloon. No injury to the pt reported.